Manufacturer narrative:
Evauation summary: failure code 810:04 was confirmed in the event history but could not be duplicated. Failure code 810:04 is an air sensor baseline too high error and can be caused by moisture or debris intruding in the pump channel. Inspection of the pump found that the air-in-line sensor connections and calibrations were within specifications. The device was returned to the customer fully operational.

Event description:
The facility reported an infusion pump with failure code 814:04. The event was reported to have occurred during biomed testing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.